Manufacturer narrative:
A review of the device history record (DHR) for lot no. 814437x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the manufacturing process, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. The dhrs for shop order production of the syringe assemblies and molded syringe barrels concluded visual and physical samples inspected identified no issues. A review of changes to product, process, and packaging identified no affecting changes related to the reported event. In addition, the raw materials must pass an inspection and certification review before release to the floor for production. The manufacture of all molded, printed, assembled, and packaged product is conducted within a validated process, inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications, and are visually and physically tested for adherence to the quality inspection standard. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. There is a sensor located after the loading wheel, on the lay down station that will kick off an entire index of syringes if even one barrel taper is missing or broken. It was verified that the sensor was working as designed. One (1) unpackaged sample was provided for evaluation. A complete investigation was performed. Visual inspection observed a tacky substance on the outside of the syringe barrel, possibly from a label. Broken luer tip was identified on the syringe barrel. A red cap with a clear cover was received with the syringe sample. The broken off luer tip was inside the red cap. Further processing and handling of the medical device during preparation and administration may have affected the syringes, but this could not be confirmed. Since the syringes were reported to have been filled, the damage observed during the complaint sample evaluation was most likely not present prior to the time of syringe preparation with medication. Potential contributing factors to the broken or damaged luer tapers include, but are not limited to: not following instructions for use (IFU). This syringe is intended to be a single use syringe and not qualified as a prefill syringe; during the handling and insertion of the syringe into the pump; it is possible that when manually twisting the connector to the syringe luer that an over torque condition occurred causing the tip to fracture and twist off; during the printing process the taper could have become damaged due to a timing issue with the baseline locator cylinder during the seating of the barrel onto the printer pin. After the seating each barrel is passed by a sensor that detects for missing tapers which are diverted to scrap when a missing or broken off taper is detected; a part could have been damaged during indexing of ram if it became stuck in the barrel drop down station became free before causing the assembly machine to stop and be cleared by an operator. This is not likely because there are sensors in place that detects station jams and will stop the ram. However, none of these scenarios could be confirmed as a probable cause for the reported event. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the tip of syringe cracked and broke off.